Event description:
A physician reported the following after the phacoemulsification with intraocular lens (iol) implant procedure. The next day of implant, the visual acuity (va) was with a diaphragm of 0.6 and the pupil was 5.0 mm (postoperative mydriasis), the iol position was correct. Three weeks after, the patient complaints of decreased vision, especially near. Va is of 0.4 without correction, with correction with diaphragm 0.6 n/a, pupil 4.0mm. Decentered iol was noted, displaced downward and to the right relative to the center of the pupil. The centralization of the iol was performed. Iol centered on the pupil, without complications. On final examination (after iol centration), complaints of low vision at medium distance and near. Optical coherence tomography (oct) of the retina was without pathology. An electrophysiological examination revealed a conduction disturbance along the visual pathway. Right eye artifakia, and amblyopia. Suspected partial atrophy of the optic nerve. The patient was fitted with glasses for near +2.0, instillation of tear substitutes and non-steroidal anti-inflammatory drugs (nsaids).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up information was provided that all is well with the patient. The patient complaints have stopped ucva od = 0.8. The patient has adapted and is now satisfied with the visual acuity. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, everything is fine with the patient. Currently the patient sees well with this eye. Complaints have been stopped. The patient has adapted and is now satisfied with the visual acuity with the implanted iol.